Event description:
It was reported that stent damage occurred. A 24 x 3.00 promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the distal edge of the stent was found to be lifted up. The procedure was completed with a 24 x 3.00 promus premier stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).